Manufacturer narrative:
Due to characterization limit e1: event site name: - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was a helium leak, no patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 ( inital reporter , event site telephone ,event site email). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. As a remediation task, the fse tightened helium pneumatic valves and the port of the transport unit. Then the fse installed a new helium tank and performed calibration, safety, and functionality checks per service manual . After the adjustment, the unit passed all tests and was returned for clinical use.